Event description:
A surgical technician reports a torn haptic during intraocular lens (iol) implant surgery. The surgical technician indicated the iol did not cause or contribute to pt injury, however the incision was enlarged to facilitate removal and replacement of the iol. Add'l info has been requested.